Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Investigations have determined that damaged tubing can not be excluded as a root cause of the issue. Results from performance testing were found to be within range. The most likely root causes for the event include a general malfunction of liquid level detection, tilted 13 mm tubes in combination with a wet tube wall causing pre-mature liquid level detection, foam/bubbles on the sample causing an erroneous liquid level detection, use of non-specified tubes with a diameter of < 13 mm, or use of 13/16 x 75/100 mm tubes as secondary tubes in combination with low sample volume and any of the previously mentioned possible causes. The customer has not reported any further issues.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcgstat) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 1.14 miu/ml accompanied by a data flag and this value was reported outside of the laboratory. Controls were run a short time after this sample was tested and recovery for all three levels was good. The doctor called and questioned the result. A qualitative urine pregnancy test was already performed on the patient and this test was positive. The patient was also verified to be pregnant by ultrasound. The sample was pulled and repeated, resulting as >10000 miu/ml accompanied by a data flag. The sample was then repeated on the analyzer with a 1:100 dilution, resulting with a final value of 9430 miu/ml accompanied by a data flag. The repeat result was provided to the doctor and was believed to be correct. The patient was not adversely affected. The hcgstat reagent lot number was 12326702, with an expiration date of 04/30/2017. The field service engineer determined that the probe tubing was misaligned and off of rollers. The tubing was damaged. He replaced the tubing and reseated the probe cap. He ran performance testing and this was within specifications. The customer ran controls and these were within specification.